Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed to open and there was no clicking sound at all. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3-1 enhanced half-height cubie drawer on the auxiliary not detected on bus. The field service engineer found that the drawer had been pulled out too far, causing damage to the slides and pulling the retractor cable out of the pyxibus module controller (pmc). The slides were repositioned, the dog bones in the slides were replaced, and the cable was reseated. The system functioned as intended after the field service engineer repaired the device.